Event description:
An unk size endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. The vessel morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted and the stent was successfully deployed at the lesion site. The physician attempted to remove the delivery system and met with some resistance when bringing back into the guide catheter. After several minutes the stent delivery system was successfully removed. The device has been discarded. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Conclusions: other (lack of info and device not returned for eval) device discarded (stent delivery catheter).